Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.

Event description:
The (B)(4) driver was sent for evaluation because it was running without activation during testing, and prior to a procedure. There was no patient involvement or adverse event reported.